Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. The tripwire was partially rolled and was secured in the handle assembly when received; however, it was noted to be kinked at the proximal section. It was noted that the ligator head was returned with four bands attached to it. The suture was broken, one section was attached to the tripwire loop and the other section was attached to the ligator head, likely it was broken to separate the device from the scope. No issues were observed on the suture and suture hole. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. The reported event was not confirmed. Upon analysis, the trip wire was found kinked in the proximal section. This could have occurred due to handling and manipulation of the device, interaction with the scope or due to user technique. For this reason the problem of trip wire kinked/bent will be concluded as adverse event related to procedure. Based on all gathered information and the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is no problem detected since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a band ligation procedure performed on (B)(6) 2021. During the procedure, when deploying the fourth band, it failed and no succeeding bands were able to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Medical device problem code a050501 for the reportable issue of bands failed to deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a band ligation procedure performed on (B)(6) 2021. During the procedure, when deploying the fourth band, it failed and no succeeding bands were able to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.